Event description:
Rptr complains of pain in knees, hips, shoulders, hands, fingers and left chest, breast hardness, painful breasts, itching, fatigue, swelling of hands and feet, hair loss, and infections. (See also 1002085 and 1002087.)